Manufacturer narrative:
The customer reported that the sample broke off. One sample model mz9283 was returned for investigation. The set was examined for defects and abnormalities. The set was missing the spinning male lock. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, the cause could not be determined. It is possible that post-manufacturing mishandling could have caused this. Without a valid lot number, no manufacturing records review could be performed. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Manufacturer narrative:
E1: (B)(6) medical center h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set broke the following information was received by the initial reporter with the following verbatim: over the last 2 months we have experienced issues with two products. First, on one patient the medication tubing (mz9267) luer lock device fall off the tubing. It looks like the device was not fused well to the tubing. Second, the luer hub that twists on the quadfuse (mz9283) broke into multiple pieces while in use on a patient. I am not sure if a hemostat was used to loosen the luer or if it was damaged during transit.